Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ceramic beak broken and onsite inspection result was the inner sheath ceramic beak broken involving olympus inner sheath. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.